Manufacturer narrative:
Medical review. Review of this file indicates that the icl was not the right diameter and was exchanged with a shorter lens which resolved the problem. The root cause of this event has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. Several conditions may arise from this event (i.e. Pupillary block, malignant glaucoma, increased iop etc.) To prevent any of these complications from occurring, staar recommends that the lens be explanted once the surgeon determines that this condition may affect outcome of the patient's vision. (B)(4).

Event description:
The surgeon inserted the micl13.2 implantable collamer lens on (B)(6) 2011 and the lens was removed on (B)(6) 2012 due to incorrect diameter. The lens was exchanged for a shorter length. Additional information has been requested but not yet received. If any additional information is obtained a supplemental medwatch form will be submittal medwatch form will be submitted.

Manufacturer narrative:
(B)(4): product evaluationmethod - lens work order search.results:a lens work order search was performed and there was one similar complaint found. (B)(4)